Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted to treat a benign dilatation and fistula bridge in the gastroesophageal junction during a gastro-esophageal stenting procedure performed on (B)(6) 2025. During the procedure, they had a problem getting through tortuous anatomy, they tried to deliver the stent, but the delivery system broke. The device was removed from the patient partially covered with the outer sheath. Another wallflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. Noted: it was reported that the stent was indicated to be placed for benign stricture dilatation and fistula bridge. However, per the wallflex esophageal stent system instructions for use, the stent is indicated to be placed for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistula. The stent is not indicated to be placed for benign strictures.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted to treat a benign dilatation and fistula bridge in the gastroesophageal junction during a gastro-esophageal stenting procedure performed on (B)(6) 2025. During the procedure, they had a problem getting through tortuous anatomy, they tried to deliver the stent, but the delivery system broke. The device was removed from the patient partially covered with the outer sheath. Another wallflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. Noted: it was reported that the stent was indicated to be placed for benign stricture dilatation and fistula bridge. However, per the wallflex esophageal stent system instructions for use, the stent is indicated to be placed for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistula. The stent is not indicated to be placed for benign strictures. Additional information received on march 07, 2025. It was reported that the inner sheath broke but was still inside the outer sheath.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0501 captures the reportable event of inner sheath detached.